Event description:
The customer alleged a cidex leak was detected. No injuries were reported. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution leak - capital equipment, evaluated at customer site. The fse changed out the float switches in both the basin and the reservoir. The fse also replaced the reservoir and the tubing. Results - float switches, tubing, tank reservoir.